Event description:
The customer contacted stryker to report that their device prompted to "connect cable". Another cable was used with the same result. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use for the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue. Stryker isolated the issue to an internal connector, that connects to the therapy pcb assembly. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker further evaluated the customer's device and replaced the internal therapy cable to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the removed internal therapy cable and determined that the cause of the reported issue was due to a faulty lock tab on connector, designator p14.

Event description:
The customer contacted stryker to report that their device prompted to "connect cable". Another cable was used with the same result. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use for the reported event.